Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) pace/sense lead exhibited loss of capture (loc) at maximum outputs, no sensing and high out of range pacing impedance measurements greater than 2,000 ohms. Tachycardia therapy was programmed off pending system replacement with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. Subsequent information was received that this ICD was explanted and the rv lead was surgically abandoned along with the right atrial (ra) and right ventricular (rv) defibrillation lead. An s-ICD system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.